Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) had a power-on-reset (por) condition. It was stated that the error code was unknown. The ins had not yet been used within a patient. When a company representative went to charge the ins before implant, he could not connect. The ins was taken out of the box and the representative could not connect. The representative did a physician-mode-recharge (pmr) and then saw the por. When the clinician programmer was used to connect with the device it showed a screen that described the device as "discharged" and required charging. It was "not the screen indicating that the ins had come out of overdischarge". It was noted that the device expired in (B)(6) 2014. It was noted that there was no guarantee that the device had not been in overdischarge and there was no guarantee that it had.